Manufacturer narrative:
Upon receipt at boston scientifics post market laboratory, visual inspection of the catheter was performed, and no abnormalities were observed. The catheter was functionally tested by inserting a guidewire through the catheter, and the device was able to be fully deployed to basket and flower configurations. Flushing of the device through the irrigation line was also tested. Flushing was not functional in all deployment state. The catheter was dissected and revealed some kinking of the flush lumen, likely causing the flushing difficulties.

Event description:
It was reported that during device preparation for a pulmonary vein isolation procedure, the farawave ablation catheter could not be flushed when connected to the pressure bag. Attempts were made to flush with a syringe through the side port, but the issue remained, and the catheter was not used for the procedure and was replaced. The procedure was completed and there were no patient complications reported. The catheter was received for analysis.